Manufacturer narrative:
According to the field, the rv lead was discarded at the hospital and will not be available for return back to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead¿s insulation was damaged thus causing it to exhibit a low pacing impedance measurement. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the complete lead was returned except 16-20.5 centimeters (cm) from the terminal end. The trilumen insulation was abraded through to the conductor coil approximately 24 cm from the is-1 terminal pin. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.